Manufacturer narrative:
Findings: inspected 1 opened/used sensor and performed continuity resistance test. Sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states the sensor went into threshold suspend. The customer's blood glucose level was 190mg/dl, and their sensor reading was 43mg/dl. The difference was found to not be within the acceptable range. Troubleshoot was conducted. The customer was advised the sensor would be replaced and returned for analysis.